Event description:
It was reported to boston scientific on march 16, 2010:"wpw ablation. Female patient (B)(6). They used a 4 mm catheter for a majority of the case. At the end of the case, they switched to a 8 mm. The day after the case the patient had 3rd degree burns on her lower right back, which need skin grafts."

Manufacturer narrative:
This event was previously reported on mdrs 3001236349-2010-00011 and 3001236349-2010-00012 on april 8, 2010 for the ept-1000 generator and ground pad used in this event. This report is for the ablation catheter used in this event. Detailed technical analysis of the device could not be performed because the unit was not returned. DHR review for the blazer ii xp catheter could not be performed due to the batch number being unknown. Similar complaints have previously been investigated. Possible causes for burns may include inadequate skin preparation, improper number of pads used, improper or poor pad application, pads placed over the adipose tissue, scar tissue, or bony prominence. Pads may also become dislodged due to patient movement. The risk of a patient burn is increased when there is poor contact quality between the ground pad and the patient because the current is concentrated at the contact points rather than dispersed over the entire grounding pad. As a current control, the ept-1000 operator's manual contains precautions regarding the potential for skin burns; section 6 of the operator's manual indicates proper set up and application of the dip electrode. Additionally, impedance is monitored during standby and delivery to ensure acceptable value, and the device is 100% tested in manufacturing. Based on complaint description, (B)(6). The directions for use for the blazer ii xp cardiac ablation controller is indicated for use with the ept-1000xp cardiac ablation controller and accessories for the treatment of sustained or recurrent type I atrial flutter in patients age 18 or older. Device was disposed.